Event description:
A report was received that one of the patient¿s leads was fractured, which was confirmed through x-ray. The patient¿s symptom was that the stimulation became weaker and would eventually shut off. The patient underwent a lead replacement procedure of which malfunction was suspected on the lead. The patient was doing well postoperatively.

Event description:
A report was received that one of the patient¿s leads was fractured, which was confirmed through x-ray. The patient¿s symptom was that the stimulation became weaker and would eventually shut off. The patient underwent a lead replacement procedure of which malfunction was suspected on the lead. The patient was doing well postoperatively.

Event description:
A report was received that one of the patient¿s leads was fractured, which was confirmed through x-ray. The patient¿s symptom was that the stimulation became weaker and would eventually shut off. The patient underwent a lead replacement procedure of which malfunction was suspected on the lead. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that only one lead (sc-2218-50 with sn-(B)(4)) was explanted and replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Device evaluation indicated that the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead, approximately 15.31 cm from the distal end. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There were no exposed cables.